Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. The 45-day follow up echocardiogram was within normal limits, and no thrombus was identified. The patient received a cardioversion at an unknown date post index procedure. 1,613 days post index procedure when the patient presented to the electrophysiology lab for an atrial fibrillation ablation procedure, pre-procedure transesophageal echocardiography (tee) imaging revealed a mobile, device related thrombus (drt) on the face of the closure device. The physicians placed the patient on additional blood thinner medication and plan for a follow up tee in the future. No further interventions were reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.